Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on analyzer 1 of 2. See MDR #1061932-2011-01374 for patient 1 of 1 on analyzer 2 of 2. Raw data for analysis were requested, but not provided. It is noted that beckman coulter inc labeling indicates that false increases in white blood cell counts can occur in specimens containing platelet clumping and/or other unlysed particles >35 fl. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh780 hematology analyzer generated erroneously high white blood cell (wbc) results on one patient sample. After initial wbc test results of 4.9 x 10^3, the sample was rerun seven times on the lh780 analyzer with varying results. Test results were accompanied by instrument-generated messages for platelet clumps and including, for some repeats, messages for cellular interference and giant platelets. A manual wbc count was performed with results of 0.8 x 10^3. The customer believed the manual count was correct. The erroneous test results were not reported outside of the laboratory. There were no reported changes to patient treatment as a result of this event.